Event description:
It was reported that a spike port of the y-set remained on the spike of the transfer set after disconnection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of connection issue. A visual inspection and microscopic inspection were performed which identified an unrelated defect. Leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device was tested with a lab uv flash machine with no issues. Upon conclusion of the evaluation, the direct cause of the connection issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.